Event description:
Patient has been having episodes of jerking and shutting eyes that last for about 40 minutes. It was reported that the patient has a history of seizures, he falls backwards and eyes roll up, but the jerking and eye-shutting is new since vns implant. The patient reportedly had two of these episodes recently. It was reported that the last episode of this nature was last year when they ended up in the hospital emergency room and was kept asleep with another medication for three hours. The patient reportedly grabs head during these episodes and left three fingers go number on this left hand and it spreads up to neck. The patient was sent by neurologist recently and reported these episodes, but the neurologist did not seem too concerned about them. Swiping the device with the magnet during these episodes does not relieve the patient's symptoms, although magnet swipes do successfully interrupt other seizure activity for the patient.